Event description:
On (B)(6) 2011, iodine (I-125) seeds model 6711 lot 110277a were supplied to a user facility for a brachytherapy implant procedure ((B)(6)). During investigation of another product complaint concerning a similar order ((B)(6)) filled on the same day, it was determined that the calibration strands had been switched between these two orders but that the seeds loaded into the implantation needles were of the correct activity. The MFR immediately advised the present reporter of the likelihood that the calibration strand was of the incorrect activity and, before implantation, the facility assayed the calibration strand; results showed activity to be 9% lower than that of the ordered activity. The facility was able to adjust the treatment plan and proceed with implementation of the seeds.

Manufacturer narrative:
In response to a prior product complaint, all orders processed on the same day were reviewed. This review identified the probability that calibration strands had been swapped between orders and the present reporter advised accordingly. Eval summary: the mfg facility determined that a tech had broken standard operating procedure (sop) by loading two orders simultaneously and that in so doing had inadvertently switched the calibration strands between the orders while correctly loading the therapy seeds into the needles. Corrective actions (B)(4). Since the therapy seeds were of the correct activity, and since the facility was able to perform the implantation, this malfunction did not cause or contribute to an adverse pt outcome. Were a malfunction of this type to recur (incorrect calibration strand activity with implantation seeds of correct activity), the MFR is of the opinion that it would not cause or contribute to death or serious injury.